Event description:
It was reported that session records for pacing lead impedance were not being recorded. Additionally, oversensing of the hv lead impedance measurements were observed via electrograms. The device was reprogrammed. The patient condition was not affected.